Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73f1500229 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier locks the clips but does not release the clips. The surgeon was able to remove the clip from the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened, but with original package, lot # 73f1500229 was confirmed with sample received. During visual inspection all components looked well assembled, no stuck clips in the jaws. Failure mode applier won't release clips was not confirmed with sample received during visual inspection. Functional inspection: device was activated and one clip was released, loaded, closed, after applier was fired in other forms; with jaws fired down & with jaws fired up, a total of 6 remaining clips were released, loaded, and closed properly. No quality issues were found during testing, device worked properly. Samples received did not confirm the defect reported by the customer applier won't release clips. A functional inspection was performed with the remaining clips received, the device worked properly; applier was activated in different forms and no quality issues were found. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the applier locks the clips but does not release the clips. The surgeon was able to remove the clip from the applier. The patient's condition was reported as fine.